Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a low anterior resection / double stapling procedure. The white trocar was removed from the anvil with forceps by force. Then the anvil center rod was distorted. Tried to attach the anvil to the trocar, however, could not click into place. The device was not used on the patient. The procedure was completed with another device. There was no patient harm. The status of the patient is reported as no problem.